Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 235 mg/dl at the time of the call. The customer had not treated yet. No issues were found during troubleshooting. It was advised to change the entire set, reservoir and insulin. The customer also reported having low blood glucose of 35 and 39 mg/dl the night before which was treated with carbohydrate intake. The customer indicated that the low was due to running around at work and not eating. The customer also stated they received a l sensor signal not found and change sensor alerts. The customer was advised to change the sensor. The insulin pump will not be returned for analysis. The sensor will ne returned for analysis.